Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was found in a bin and a wire had been cut. It was later reported that there was copper wires exposed. The customer was unaware if there was any patient involvement, delay, medical intervention, or any adverse consequences.